Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: dilatation catheter: image, stent: xience alpine 2.75x15. (B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary stenting procedure to treat a target lesion in the moderately calcified and tortuous distal circumflex artery. The balance middleweight (bmw) elite ii guide wire was advanced to the target lesion. A non-abbott dilatation catheter was advance over the guide wire and pre-dilatation was performed. A 2.75 x 15 mm xience alpine stent delivery system was advanced toward the lesion, but met resistance with the bmw elite ii guide wire near the proximal edge of the target lesion. Several attempts were made to cross the lesion, but the xience alpine was unable to cross due to interaction with the guide wire and was removed from the patient anatomy without difficulty. No damage was noted to the device. The bmw elite ii guide wire was the removed from the anatomy without difficulty and it was noted that the polymer coating where the xience alpine interacted with the guide wire had flared; however, the coating did not come off the guide wire. The bmw elite ii guide wire was not used again. A non-abbott guide wire was then used and the same xience alpine stent was re-advanced and deployed without issue. There was no adverse patient effect and no clinically significant delay. No additional information was provided.